Event description:
It was reported that an out of box failure occurred. The cassette not attached alarm was experienced.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The event history log showed multiple high alarm displayed: cassette not attached properly. The customer stated problem was not duplicated. The downstream occlusion sensor was lifted for investigation purposes, which exposed the issue. There was an excessive amount of loctite on the bezel. The loctite ran onto the edge of the (dso) downstream occlusion sensor causing the sensor to drift. Replaced downstream occlusion sensor and seal. The cause of the reported problem was traced to the repair technician. A DHR review is not required as the investigation identified the dso seal repair from the previous repair on this pump as causing the issue.

Manufacturer narrative:
No patient involvement and the event happened during bench test.

Event description:
Additional information received: there was no patient involvement and the event happened during bench test.